Event description:
E-mail received from the sales rep. Informed that: "we ran into an issue at (B)(6) hospital where a chpv was programmed to 120. The valve was implanted and a monometer test was done; it only dropped to 180. The vpv did confirm the 120 setting prior to removing from the package. This forced the surgeon to open a new valve which was also set to 120. A monometer test showed a 130ml setting. The surgeon was ok with this but it did not drop to 120. At this time, we are unsure if it is the valve or the vpv. The valve that showed a non 120ml reading was saved to be sent back for testing." On (B)(6) 2013, the sales rep. Called and informed that the first valve was not implanted. It occurred intra-operatively, without any adverse consequences to the patient and/or delay in surgery greater than 30 minutes. The two programmers will be returned for evaluation, and the sales rep. Is trying to obtain the first valve from the hospital for evaluation. Message was left with the sales rep. On (B)(6) 2013, requesting the return of the complaint sample. A voice message was left with the sales rep. On (B)(6) 2013, requesting the return of the complaint samples. (B)(6) 2014 based on the new matrix that went into effect on 12/6/2013 this complaint is considered a reportable event classified as a serious injury.

Manufacturer narrative:
Upon completion of the investigation, it was noted that a vpv programmer with transmitter head was returned for an evaluation. As received it was verified that the programmer could not confirm the settings, displaying an error message 'excessive noise'. The case was also returned with a broken wheel. The transmitter head is damaged causing the displayed error message 'excessive noise'. The cause(s) of the damage could not be determined. A device history records review was conducted, and it was verified that this vpv programmer was conforming to the required specifications when released to stock. Trends will be monitored for this or similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
510k: k061576 and k050739. Upon completion of the investigation a follow up report will be filed.